Manufacturer narrative:
On 3/11/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device was found a tear in the posterior view, measuring approximately 0.4 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2020, mentor became aware that the replacement devices used on (B)(6) 2020 were catalog number: 3507300mc; serial number: (B)(6). On the left side, and catalog number: 3507300mc; serial number: (B)(6) on the right side. On 2/19/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number not visible on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unknown gel implant on the left side and was presented with breast implant rupture, and capsular contracture; baker grade iii on her left side postoperatively. Ultrasound showed left breast intra-capsular rupture on (B)(6) 2019. As a result, the device will be explanted, and replaced on (B)(6) 2020.